Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the cat6 became smashed while it was being inserted over a guide wire, into the non-penumbra sheath. Therefore, the cat6 was removed and the procedure was completed using the same sheath and a new indigo system cat5 aspiration catheter (cat5). There was no report of an adverse effect to the patient.